Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg 50 mg/dl) and glucose tabs were consumed to address bg. Per the customer, low bg was due to the pump basal settings needed to be changed. Tandem technical support assisted the customer with adjusting the pump settings. Reportedly, the pump settings were discussed with a healthcare provider.